Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box indicated that a power loss had occurred. The battery compartment was observed to be cracked; the battery cap was able to fasten securely to the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump was exercised for 24 hours without interruptions.

Event description:
The patient contacted animas alleging that on 3 different occasions the pump has powered off on its own. At the time of troubleshooting, the patient confirmed the battery cap is secure on the pump and denied any damage to the battery compartment or battery cap. In addition, the patient denied any corrosion within the battery compartment. There was no reported patient impact associated with this complaint.